Event description:
It was reported that the pump pocket was infected. At pump refill in 2008, the hcp aspirated 40 ccs of "pus" from the pump pocket. The pt had experienced fever and was in and out of the hospital; the device was subsequently removed and the pt was receiving intravenous antibiotics, the pump contained baclofen. A follow-up report will be sent if add'l info becomes available to us.